Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced battery switching with the controller.&#2062;o log files were sent in.&#2068;he controller was exchanged with no reported consequence or impact to the patient.&#2062;o additional information provided.

Manufacturer narrative:
Controller con188619 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple premature switching events involving four batteries (bat213413, bat213606, bat213200, and bat203886) and the controller (con188619). These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.